Event description:
A pt who was being supported with biventricular assist devices (left ventricular assist device and right ventricular assist device) used a pillow to prop the right ventricular assist device into a position that prevented recurrent ventricular assist device driver alarms for incomplete ventricular assist device filling. In doing so, pt kinked the ventricular assist device cannulae, thus restricting ventricular assist device flow, which caused thrombus to form in the right ventricular assist device. The pt exhibited signs of low blood pressure and required a reoperation to replace the right ventricular assist device. The pt recovered well from the operation and ventricular assist device flow rates improved.